Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The customer resolved the issue and elevated bg by changing the infusion set and cartridge and successfully resumed insulin use without needing third-party assistance.